Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying 90 mg/dl and his wife tried to wake him up, but he was not responding. He indicated that he was sweating, and she performed a finger stick and the bg meter was displaying 31 mg/dl. She called 911 and while she was waiting for them to arrive, she provided the patient with juice and glucose. When the paramedics arrived, the patient had come out from being unconscious. The paramedics checked the patients blood sugar and gave him more glucose. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.